Event description:
Health professional reported pt in hero study experienced events of "left-sided abdominal pain" and "band erosion/gastric erosion." Lap-band ap system removal on (B)(6) 2013 and hospitalization took place to treat events. Intraoperatively, there was noted "marked ulceration of the lesser curvature of the stomach associated with a buckle of the gastric band" as well as an "infected wound sinus" that the surgeon "excised the chronic inflammatory skin and sinus tract."

Manufacturer narrative:
(B)(4). Allergan received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Erosion, infection, inflammation and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require re-operation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory disease of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."